Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 continuous glucose monitor to the ilet system after a lapse in sensor use, resulting in delayed cgm connectivity and elevated blood glucose that reached 373 mg/dl for about one hour. Symptoms included hyperglycemia without reported ketone testing, medical intervention, or acute complications. Outcomes included temporary impaired device function that required user guidance and manual blood glucose entry to enable correction dosing until pairing completed, after which glucose values began to decline. Investigation included user coaching on verifying the pairing code, confirming the correct sensor model selection, device restart, and monitoring for successful connection. Investigation of this case revealed that the cgm ultimately paired and began transmitting data, with no further malfunction reported. It was concluded that the event was related to initial cgm pairing difficulty, resolved with troubleshooting, and did not result in injury or require clinical care. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.